Event description:
The user facility reported that the device overheated during a procedure. This resulted in a burn to the patent's lip.  Although requested, there was no information available regarding delay, medical intervention, and adverse consequences.